Event description:
It was reported that the customer is unable to upload the insulin pump information to carelink. Download stops at 44% every time. Customer has been off insulin pump therapy 7 months and device was stored without a battery. It was reported that the device had multiple external ram error and unexpected restart alarms. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted. No external ram error alarm. Device confirm the displayable history failed alarm at alarm history file due to corrupted history file. Unable to upload carelink due to corrupted history file. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.